Manufacturer narrative:
Device not returned.

Event description:
It was reported that emergency medical services were called and the customer was subsequently hospitalized due to diabetic ketoacidosis, the customer experiencing an elevated blood glucose (bg) level of 1,100 mg/dl, and the customer becoming unresponsive. Reportedly, due to the elevated bg level, customer's eye hemorrhaged and had surgery to address the hemorrhage. Customer was unable to provide information regarding additional treatment received while hospitalized. The customer was released from the hospital on (B)(6) 2021 with no known permanent damage. Reportedly, the customer did not have an active continuous glucose monitor session started, therefore control iq did not adjust insulin delivery as expected. In addition, an auto-off alarm occurred, however, the customer did not recall if the alarm occurred prior to or after hospitalization. Tandem technical support performed a pump system check and the pump functioned as intended.